Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose levels have been elevated as high as 500 mg/dl since (B)(6) 2012. The patient has tried to correct the elevated blood glucose levels with the infusion device, but even after changing the accessories it was unsuccessful. The patient and her diabetic specialist think the infusion device is delivering too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Product received on (B)(4) 2013. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.